Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient felt that, the stimulation was aggravating rather than helping her reflex sympathetic dystrophy (rsd) symptoms. As the therapy was not meeting the patient's expectations, she requested the system be explanted. The system was removed. The patient then developed a post-operative wound infection, which is being treated with IV antibiotics. The patient outcome was not reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.